Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The lot number is currently unavailable.

Event description:
It was reported by the biomed that during an unknown procedure, the pump did not detect pressure and the fill chamber never stopped being filled up. Another pump was used to complete the case. No patient consequences.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the biomed that during an unknown procedure, the pump did not detect pressure and the fill chamber never stopped being filled up. Another pump was used to complete the case. No patient consequences. Additional event information on 3/16/18: no error codes. 15 to 30 min in surgical delay. Unknown if the issue with high pressure. Unknown if the issue with low pressure.

Manufacturer narrative:
UDI: (B)(4) - incomplete. The lot number is currently unavailable.